Event description:
As reported: immediately after stent implantation, according to the physician, slow-flow phenomenon was observed due to thrombus formation or formation of a dissected lumen at the distal tip of the stent. Aspiration with a 5fr catheter could not improve blood flow. Poba using a balloon catheter (4 mm-10 mm) was unable to make the narrowed portion of the stent completely open and oppose to the vessel wall, and slow-flow persisted. The incomplete stent expansion was not noticed before detachment. The physician decided to complete the procedure and place the patient under observation. Angiography six days later revealed no improvement in blood flow in the ica, but the cerebral arterial circle maintained blood supply to the brain. There were no problems with device usage or implantation. The patient is clearly conscious but still has paralysis, the patient has hemiplegia. There is no planned intervention to treat the blood flow. Stent implantation site was at the aneurysm located in ica, c1. No side branch vessel covered. Aneurysm had a neck length of 5 mm with width 8 mm, depth 6 mm, height 7 mm. The aneurysm was saccular in shape and unruptured. The lesion site was on the right side. Parent vessel diameter was 3.75 mm on the proximal side and 3.1 mm on the distal side. Antiplatelet and anticoagulant therapy was administered preoperative and postoperative. Platelet reactivity test was performed.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. The instructions for use (IFU) identifies thrombus as a potential complication associated with the use of the device.